Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 10 occurrences of label lift off during use. The following has been provided by the initial reporter: the sticker or label of the sst gel tube has been released joining to the others tubes labels which can confuse the samples.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 10 occurrences of label lift off during use. The following has been provided by the initial reporter: the sticker or label of the sst gel tube has been released joining to the others tubes labels which can confuse the samples.